Manufacturer narrative:
Title: long-term mesh complications and reoperation after laparoscopic mesh sacrohysteropexy: a cross-sectional study source: int urogynecol j (2020) 31:2595¿2602. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study determined the rates of reoperation and mesh-associated complications in women who had undergone laparoscopic mesh sacrohysteropexy between february 2007 and september 2018. A tacker was used to secure another manufacturer¿s mesh to the sacral promontory. There were 1,121 patients in the study that responded at a median follow up of 46 months. It was stated that two patients experienced pain and two patients reported bladder symptoms while four patients reported mesh-associated complications such as recurrent prolapse and mesh complication that required reoperation with mesh removal. The mesh removal was due to small bowel obstruction, abdominal pain and dyspareunia unrelated to the device.